Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 3.1, 5.2 and 6 failed, user tried to reboot the station and recover the storage space but unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was failed. A field service engineer (fse) shut down the station and removed the back panel. The row board cable for drawer 3.1 was disconnected and reconnected at the drawer control board, the back panel was secured, and the station was powered back on. Functional testing was performed in the hardware test application and the med station application, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.